Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that when placing the pad on the pt, the hospital staff did not notice there was no reinforcing sponge around the tab of the pad. The pad was used and the ablation was completed without any pt injury. However, when removing the pad from the pt, the cable came apart from the tab and the staff found that there was no reinforcing sponge.